Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass procedure, the needle fell off and into the patient cavity. The needle was removed from the patient cavity.